Manufacturer narrative:
(B)(4). Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error alarm confirmed in device history (variable info = 3) due to broken trace on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received hardware low level failure alarm. Customer¿s blood glucose level was 250 mg/dl. Customer was clear alarm and finish process. Customer stated that the fill cannula recorded in daily history. Customer troubleshooting was performed. The insulin pump will be returned for analysis.